Manufacturer narrative:
E1: patient city:(B)(6). Patient country: australia. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in australia. The patient went to hospital due to low blood glucose levels on (B)(6) 2025. Blood glucose levels were 2.2 mmol/l. Treatment for low blood glucose was glucose jelly and gatorade were administered. Duration of hospital stay was less than 24 hours. No further information available.

Manufacturer narrative:
Correction: this medical device report (MDR) is being submitted to correct the submitted medical device problem code under h6. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results. A complaint investigation was performed based on the event description and the assigned malfunction code insulin overdosing due to priming set up not followed additional information was requested to support the investigation; however, a lot number or any product specific information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. Because the complainant did not identify a specific product or product family, no review of manufacturing or release controls could be conducted for this complaint. Corrective and preventive action (CAPA) plan determination based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Complaint investigation - conclusion. Based on the limited information available, the investigation was completed and no product malfunction was alleged or identified. The complaint could not be confirmed due to insufficient information, and the record is being closed based on the event description and the information provided in the complaint.

Event description:
To date no additional patient or event details have been received.